Event description:
The facility's biomedical engineering department reported an infusion pump that "infused at a greater rate then programmed". The reported event occurred during patient use. According to biomed, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, rate of the infusion, medication involved, or the set up of the infusion device.